Event description:
A report was received from a user facility in the USA stating the cutter exhibited intermittent aspiration and cutting action during use. The cutter was replaced and the second cutter also exhibited intermittent aspiration and cutting action. While the surgeon was working with the vitrectomy cutter the retina was pulled from the posterior wall requiring a scleral buckle. Although additional information has been requested regarding the pt status, no further information has been received.

Manufacturer narrative:
The stellaris pc surgical systems that was in use when the event occurred has been evaluated and no problems were found. The vitrectomy cutters involved in the event have not been received for evaluation. Report 1 of 2.